Event description:
The patient presented to the clinic for lead replacement due to high lead impedance.

Manufacturer narrative:
No medwatch form was received a partial lead was returned measuring 16cm from connector pin. Hence, a complete analysis could not be performed.